Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, and the screen reads error 1870. The batteries were removed and new ones inserted. Settings reviewed: reservoir volume was 82.8 ml, rate was 2.0 ml/hr, given was 9.20 ml. Per reporter, the pump was started, screen reads run reservoir volume 82.8 ml. The issue appeared to be resolved, but the patient called back stating the device was alarming error 1870 again. This event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations.